Event description:
Customer reportedly received the following results on the active system within 10 minutes: lo (less than 9 mg/dl) and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reported grainy images during a case, causing a delay in the procedure while another c-arm was brought in. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.